Event description:
Pt shocked during stage iii of cardiolite treadmill. The area under the v5 electrode was blistered, hairs were singed and the electrode was discolored, a blackish gray on the foam part at 12:00 or 6:00 o'clock. It was not under the sensor. Biomed immediately checked the treadmill and approved it for use. Also, marquette was notified and the unit was checked by ge. Treadmill ran for the following pt without incident but electrodes were from a different box.

Event description:
Add'l info rec'd from MFR 5/14/02: model number: m2202a, adult radiolucent foam electrode. Lot code number: 2003-04-13. Philips was informed that a pt was being monitored on a treadmill in the healthcare facility's cardiology/EKG dept, when the pt reportedly sustained some type of injury at a monitoring attachment site. The pt literally jumped. Pt felt they had been shocked. "The area under the v5 (electrode) was blistered, hairs were singed, the electrode was discolored, a blackish gray on the foam part at 12:00 or 6:00 o'clock." It was not under the sensor...pt is fine. Pt has not been back. Pt's physician was doing the test so physician was with the pt all the time. The physician has not stated that the pt needed any add'l treatment. Philips complaint investigators were informed that the monitoring equipment, including pt cable and the treadmill was of ge (marquette) design. The electrode attached to the pt was a philips m2202a electrode. It was reported to philips that the facility biomed checked the treadmill for proper operation, and a ge rep checked the ge monitoring equipment and ge pt cable for proper operation. The facility informed philips that the same treadmill, ge equipment and pt cable, and another philips electrode of the same kind were subsequently used on another pt without incident. Final results concluded there was no malfunction of the philips m2202a electrode. Rep sample electrodes (electrodes of the same kind) and not actual product was returned for philips evaluation. Philips inspected returned samples with no issues noted and no failure modes were identified. Based on inspection of returned rep samples, prior product history and engineering expertise it was concluded that the philips m2202a electrode is a passive device, which by itself is considered incapable of creating an electrical or other type shock of this nature to the pt. Philips concluded that an electric charge or other shock must have been generated from an external source such as the ge pt cable, ge monitor and/or treadmill equipment, or other source. Philips complaint investigators reviewed the prior year of complaint data for the m2202a electrode (to determine complaint trends). Reviewed data did not indicate any trending for this reported event. Event occurred on 10/25/01. Date notified on 10/30/01. The actual m2202a electrode device reported in the incident was never returned to philips. Only rep samples of the same kind were returned for philips evaluation. Since the m2202a electrode is a disposable device, philips assumes that the healthcare facility has either retained the sample or has disposed of the electrode.